Event description:
The patient got his finger stuck in the frame tube of an action 3 wheelchair, where the reflector stopper part (1545553) is normally fitted. He broke his finger when he was trying to pull his finger out of the tube.

Manufacturer narrative:
Invacare was made aware of this event that took place in the united kingdom involving a 2-1/2-year-old action 3 ng wheelchair manufactured by invacare france. This report is being filed due to the myon wheelchair manufactured at invacare owned invamex and sold in the u.s. Has been determined to be similar in design as the action 3 ng. The device is still in use and is not available to be evaluated. The UK has performed the investigation on a similar wheelchair. According to the reporter, the end user has put his finger into the rear end of the frame tube. If used as intended there is no need for the user to reach so far behind the device until the rear end of the frame tube, no operation of the device is requiring this movement. It is an unintended misuse of the wheelchair. The end of the rear frame tube is located under the seat, behind the backrest. It is out of the occupant reach space as defined in en12183:2014 figure 1, so hardly accessible by the end user. Nevertheless, the end of the rear frame tube is normally closed by the reflector (small plastic part). But it seems the reflector was missing on the wheelchair when the incident occurred, for unknown reasons. The user manual for the myon part 1167418 states; 5 safety inspection: twice a year, take your wheelchair to a qualified dealer for a thorough inspection and servicing. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair. Initially and at least every six months, follow these maintenance procedures. Safety inspection checklists: initial adjustments should be made to suit the personal body structure needs and preferences of the user. Thereafter follow these maintenance procedures: inspect/adjust initially wheelchair rolls straight (no excessive drag or pull to one side). Ensure all hardware is tight. All fasteners on clothing guards are secure. Arms are secure but easy to release and adjustment levers engage properly. Adjustable height arms operate and lock securely. Armrest pad sits flush against arm tube. Seat and/or back upholstery have no rips. Inspect adjustable angle back attaching hardware is securely tightened. Ensure hand grips are not loose. Sealed bearings and axle nut tension are correct. No excessive side movement or binding when rear wheels are lifted and spun. Quick-release axles lock properly. Inspect handrims for signs of rough edges or peeling finish. Inspect for broken spokes. From the information received so far, we assume that this incident occurred due to a chain of unfortunate events including unintended misuse and lack of maintenance.